Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at (B)(4) pulses. The exposed portion of the soft cannula was found completely torn off, although it cannot be determined when or how this damage occurred. No evidence was found that would result in the cannula not deploying; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33: check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose level rose above 13.8 mmol/l (248.4 mg/dl). The patient removed the pod and reported the cannula was not visible, indicating it did not deploy. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 4 and 24 hours on the arm.